Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The noise was suspected to be due to non-confirmed lead damage. No intervention has been performed. The patient was in stable condition.